Manufacturer narrative:
Follow-up #1 date of submission 09/12/2013 device evaluation:the pump has been returned and evaluated by product analysis on 08/22/2013with the following findings:the keypad was found to be intact. The keypad buttons responded to button presses as expected. The keypad cover was removed and no contamination was found under the key contacts. Unrelated to the complaint, moisture was found inside the display lens and the bolus button was found to be leaking during a leak test. Also unrelated to the complaint, moisture damage was found on the pcb when the pump was opened. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging button/keypad (button/keypad) issue. The reporter stated that the pump was stuck on the verify screen after the pump had been exposed to water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.